Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. During the external visual inspection of the cycler, the rear panel was found to be pushed inward. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. Dried fluid was also found on the heater tray and the top cover. There was no visual indication of particulates within the cassette area. An (m21-14 thermistor 2) message occurred when the cycler was powered on. The problem was due to a bad crimp on the heater cable connector for thermistor 2. Installation of a known good heater cable resolved the (m21-14) message problem. A post-accelerated stress test (ast) simulated treatment was performed on the cycler and completed without alarms or failures. The cycler underwent and passed a valve actuation test, a system air leak test, and a mushroom head check. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b, on the bottom cover and baseplate adjacent to the front panel assembly, and within the recess of the bottom cover adjacent to the pump. Fluid was found in the pneumatic lines during the inspection. The cause of the dried fluid and fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving a balloon valve leak alarm during step 5 of setup of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information was requested, however, to date not provided.